Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly. The customer¿s blood glucose was unknown mg/dl at the time of incident. Customer stated that the insulin pump act and esc buttons were hard to press and unresponsive. No significant events leading to keypad anomaly were observed. Keypad anomaly troubleshooting was performed and confirmed that time is advancing. Customer also reported that he was hospitalized due to low blood glucose. He had back surgeries and increased his insulin that caused his blood glucose to go low. Customer declined low blood glucose troubleshooting and stated that the insulin pump settings has already been adjusted. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Unit passed the delivery accuracy test. All operating currents are within specification. No unexpected low battery or off no power alarms noted. Unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. Unit functioned properly. Unit received with intermittent button response due to flattened dome switch on the down arrow button and act button. Lcd connector was inspected and no anomaly was noted. Unit also received with minor scratched lcd window, cracked reservoir tube lip and cracked battery tube threads.